Event description:
Complainant alleged that during the incoming inspection of the product, the device caused the defibrillator to display massage code" release button" when attempting to charge. The complainant indicated that there was no patient involvement in the reported failure.